Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating that the device rebooted whilst attempting to use with a 'performing self test' cycle on loop. There was patient involvement, however no reported health consequences or impact.